Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the clinic for normal follow-up, episodes of ventricular fibrillation were observed due to far p-wave oversensing. Programming changes were recommended. No further information is available.

Event description:
New information received states the device was explanted and replaced. No further information is available.

Manufacturer narrative:
The device was tested on the bench and using automated testing equipment and no anomalies were found.